Event description:
During a remote follow-up, episodes of post-sensed t-wave oversensing (pstwos) were detected on the device. Technical support was contacted and recommended reprogramming to resolve the event, however no known intervention has been performed at this time. The patient was stable and will continue to be monitored.